Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the residual fluid and foreign material came out from the gastrointestinal videoscope biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d9. Additional information added to field h3 and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that a foreign object was attached to the forceps channel, but the foreign object could not be identified. Due to leakage from the grip, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif-q150 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.